Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to perform displacement test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and was vibrating after the customer went swimming. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.